Event description:
It was reported that the pt presented with pain and shoulder stiffness with limited range of motion. The pt underwent a second intervention and the surgeon decided to replace the implant head but the remainder of the implant was left intact. The procedure was reported to have a successful outcome. No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Info provided by arthrex distributor present in the second procedure indicates the implant was found in good condition and proper fixation had been maintained. The surgeon decided to replace the implant head with a smaller size head to improve the pt's range of motion but no problems were found with the original device. This event is not a product related issue.